Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not conclusively be established through this evaluation. The account communicated that the event was not considered to be device-related and that the device operated as intended. Lastly, the account communicated that the pump will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01feb2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to acute respiratory failure on (B)(6) 2022. Additional information revealed that the patient woke up in the middle of the night with acute onset dyspnea. The patient was noted to be altered and febrile in the emergency room. The death was not considered to be device related.